Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a caregiver found a minicap without enough iodine on the sponge. The cap was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured 7/22/15 ¿ 7/29/15. The device was received for evaluation in an opened package. Visual inspection revealed the presence of iodine on the sponge. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.